Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information are in process. The device history record (DHR) was unable to be reviewed as the device serial numbers are unknown. Stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement and less frequently with other valvular surgical procedures. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic cross clamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolizations from carotid artery lesions. These events can result in permanent impairment of varying degrees. Based on the information received the cause of the event cannot be determined. Edwards lifesciences will continue to monitor all reported events.

Event description:
Through review of a medical article, the following events were identified as pertaining to edwards devices: 4 strokes, valve related, leading to late mortality.